Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump's local display unit had pixels dropping out and was difficult to read. The customer reported this issue has been ongoing, but has slowly gotten worse. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.